Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas c 503 analytical unit. On (B)(6) 2025, sample 1 had an initial result of 115 umol/l. The sample was repeated twice on a second analyzer and the results were 76.6 umol/l and 76.3 umol/l. The sample was repeated again on the original analyzer and the result was 76 umol/l. On (B)(6) 2025, sample 2 had an initial result of 114 umol/l. The sample was repeated and the result was 140 umol/l.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) flushed the system with sodium hypochlorite, adjusted the gear pump pressure water level in the cuvettes, and replaced a solenoid valve. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.